Event description:
Problem as described by the customer: "on pca mode: bag ran out earlier than it should have; no other information regarding vtbi or other specifics. Drug used: hydromorphone; no information of drug specifics. During home infusion; there was delay in therapy but no patient harm or need for medical intervention; spare pump available. Affirmed that he would be informed if there were undesirable events that occurred or any delay in critical therapy. This case there was none." Additional information received on (B)(6) 2014: treatment settings: rate: cont rate 0, demand bolus 1.4ml every 15min; vtbi: 95; mode: pcea. The staff replaced the pump and continued with the treatment. The issue resolved. The pump has not been in use since the event. Q core medical decided to report regarding this event only when the pump arrived for investigation on (B)(6) 2015. Ref MFR # 3010293992-2015-00016.